Event description:
It was reported that the patient¿s caregiver initiated a fill tubing sequence instead of the full change cartridge and tubing sequence on the ilet, which led to the cartridge not loading until guidance was provided to unlock the pump, execute the proper change cartridge and tubing workflow, rewind, insert the new cartridge, attach tubing, place the infusion set, and fill the cannula, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the supply change with therapy continuation and no hospitalization. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed user error in navigating the supply change menus, with the device and components functioning as designed once the correct procedure was followed. It was concluded, based on previously established findings for similar reports, that the cause was use error.